Event description:
It was reported that prior to an unknown procedure, after opening the package, the surgeon noted three to four staples fell off from the cartridge. Change new reload to complete. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the tcr75 cartridge was received with the left gripping surface broken off and with no instrument. In addition the reload was received with the 2 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. No functional test was performed due the condition of the cartridge. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.